Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates this rv lead exhibited an increase in capture threshold measurements as well as noisy signals. No additional adverse patient effects were reported.